Event description:
From what I read in the chart, the patient was due for a pacemaker interrogation. There is a sheet that shows the testing that was done by the (B)(6) tech but I do not see any narrative notes by the tech, nursing, respiratory therapy, or the provider regarding suspected interference of the trach collar with the pacemaker. This patient continues to be in our hospital and the heated trach collar has been placed back on the patient. If the claim from the tech is true that these devices interfere with each other we need to take action to prevent them from being used together and we would also want the manufacturer to investigate since this poses a patient safety risk. If it interferes with pacemakers, what else does it interfere with?